Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that scale was found missing on a bd syringe with safetyglide¿ needle prior to use. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
Investigation summary: one 1ml assembled syringe with a safety glide needle attached was received. The needle had safety shield fully extended. The syringe was entirely without printed scale markings. Missing print is a rejectable condition per product specification. Additionally, one photo was received and evaluated, one 1ml assembled syringe with safety glide needle attached is depicted in the photo, reported to be from batch # 7268731 (p/n # 305903). The syringe is without printed scale markings. Based on the evaluation performed the defect is confirmed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the missing print defect is associated with the printing process. No corrective actions are necessary based on the defective rate identified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that scale was found missing on a bd syringe with safetyglide¿ needle prior to use. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Event description:
It was reported that scale was found missing on a bd syringe with safetyglide needle prior to use. There was no report of exposure, serious injury, or medical intervention.